Event description:
Total knee with reinfusion per protocol, nearing the end of the second reinfusion, obvious fat noted in the tubing past the dual micron filter. No fat in the tubing reached the patient. No adverse affects to pt. Reinfusion stopped, and removed from the room. The entire reinfusion set up was saved to show nurse manager. Used five days.